Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s parent described a series of issues over several days: initial high fever, rash, vomiting, and diarrhea which led to multiple hospital visits. On saturday (B)(6) 2026, the patient visited (B)(6) hospital and were told it was viral gastroenteritis, which was unrelated to the pod. On sunday (B)(6) 2026, the patient was treated at burton hospital with anti sickness medication, fluids, treatment for high blood glucose levels, and electrolytes due to persistent symptoms and dehydration risk, and the patient stayed overnight. That evening they experienced repeated hypoglycemia alarms from the dexcom sensor that were later found to be inaccurate when checked by finger prick, which showed a high reading, leading to unnecessary glucose treatment and temporary hyperglycemia. The patient¿s blood glucose levels were reported to be 16.2 mmol/l (291.6 mg/dl) while wearing the pod for an unknown duration. The parent also reported confusion about pod compatibility when switching from g6 to g7 and discovered one older box labeled only for g6, which caused a connection failure. The agent confirmed most current pods are g6/g7 compatible, identified the older g6 only box as from a 2024 shipment.